Event description:
Boston scientific received information that this pacemaker¿s ventricular output increased to 3.5volts. A previous interrogation of the device showed remaining longevity of 2.5 years. However, an interrogation performed approximately 6 months later showed remaining longevity of less than 6 months. The patient also reported feeling dizzy. Additional information from the field representative indicates that the device could have been programmed to retry autocapture mode at 3.5volts which caused the increase in ventricular output. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that two years later this device was explanted for an unknown reason.